Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump shuts off without warning making it unusable. The blood glucose levels were not provided. No troubleshooting was provided. The insulin pump is not returning for analysis.